Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that insulin pump had vibrate anomaly and experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl. The customer states that pump is making a loud tone. The customer had treated by boluses and declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.